Event description:
It was reported patient experienced ineffective therapy in their right foot. To address the issue, surgical intervention was undertaken to explant and replace one of the leads. Investigation was unable to determine which lead attributed to the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148576.